Event description:
Patient reported "after examination, a massive rupture of the right implant was found with the penetration of gel into the lymph nodes". This record relates to right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "a massive rupture of the right implant was found with the penetration of gel into the lymph nodes.".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "after examination, a massive rupture of the right implant was found with the penetration of gel into the lymph nodes". This record relates to right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
The device has been explanted.